Event description:
It was reported that there was noise on the pace/sense portion of the right ventricular (rv) lead. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported by the clinician that reprogramming was performed and the lead remains in use with continued monitoring.